Manufacturer narrative:
MFR ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door not fully latched" which was reproduced while trying to load a set. "Door jammed!" Alarms were confirmed through review of the event history log, indicating door latch issues. This was found to be caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had door not fully latched continuous alarm. Any patient involvement, injury or medical intervention is unknown.